Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the battery resolved the issue. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system dies immediately when disconnected from wall power, even when it has been left plugged in long enough to charge. No patient present.

Manufacturer narrative:
The batteries were returned to the manufacturer for analysis. Analysis found that when the battery was connected to a known good ups and allowed to fully charge, after applying a load consisting of a 500w lamp and under battery power, the ups shut down in twenty three seconds. The battery would not hold a charge. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.